Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown humeral tray, lot #: unknown. Item #: unknown, unknown humeral stem, lot #: unknown. Item #: unknown, unknown humeral bearing, lot #: unknown. Item #: unknown, unknown glenosphere, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the pmi group that a patient underwent a right shoulder arthroplasty on an unknown date. The patient is being considered for a pmi product due to a failed revision of original implant, where the removal of the initial implant left no bone stock for screw fixation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This complaint was re-opened due to receiving cd images. The results of the original investigation have not changed; a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a2; b4; b5; g3; g6; h1; h2. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right shoulder arthroplasty on an unknown date. The patient underwent a revision surgery due to pain and lack of range of motion due to a rotator cuff tear. The removal of the initial implant left no bone stock for screw fixation, so a patient matched implant was requested. A second stage revision will be scheduled upon obtaining implant. Attempts have been made and no further information has been provided.